Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 164 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. The customer stated that she changes her infusion sets every four days. The customer was advised to change her infusion sets every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.